Manufacturer narrative:
Article: "mesh or no mesh for laparoscopic hiatal hernioplasty: prevention of recurrence vs avoiding esophagic erosion, facing a large surgical dilemma." Author: daniel gomez, md. Shackelford's surgery of the alimentary tract, 2 volume set (pp. 951-959). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed on from november 2013 to february 2017, 24 patients were taken to laparoscopic hiatal hernioplasty with polyester mesh covered with collagen, the average size of hiatal hernias was 4.3 cm and the most common type of hernia was iii in 86%. With an average surgical time of 92.6 minutes and an average hospital stay of 26.3 hours. However, at 36 months, esophageal erosion occurred due to the incorporation of collagen-coated polyester mesh with an incidence of this complication of 4.1% and a recurrence incidence rate of 4.1% at 24 months. Dysphagia incidence of 8.3%.